Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device product code ¿ ni. Expiration date ¿ ni. Manufacture date ¿ ni.

Event description:
It was reported that patient underwent hammer toe procedure. During the procedure, the screw stripped upon implantation. The screw was removed and another one was used in its place. The fractured screw was removed and procedure went on as planned.